Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 475cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient began to experience pain in her left breast. A mammogram was conducted, and it was noted that she may have had a deflated left breast implant. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 475cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient began to experience pain in her left breast. A mammogram was conducted, and it was noted that she may have had a deflated left breast implant. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2022, mentor completed a visual evaluation utilizing a photo of the breast implant device. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).